Manufacturer narrative:
The technician found the 4" d pin that connects the assembly to the upper frame was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on its beds. The technician replaced the siderail center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left head siderail is broken (siderail was not able to latch). The bed was located in 703 at the account. There was no patient/user injury reported. (B)(4).